Manufacturer narrative:
This report is submitted on january 05, 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022 in order to remove and replace with a longer abutment. The implanted device remains.